Event description:
Additional information indicates the ipg was replaced and effective therapy was restored.

Manufacturer narrative:
The event of replace generator was reported to abbott. The issue was resolved by replacing the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received a "replace generator soon" message on their external device. As a result, the patient may undergo surgical intervention at a later date.